Event description:
It was reported that resistance was met while loading the herculink over a guide wire, and during the removal attempt, the tip of the catheter separated outside of the the pt and remained on the guide wire. The separated tip was easily identified and was removed from the guide wire.